Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: n/a.

Event description:
It was reported that bd sedi-40 is not keeping results in the memory and will not send them to the laboratory informatics system. The plastic part that holds the tubes is broken. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had performed a technical evaluation of the customer's sedi-40 instrument. It was determined that there were a number of issues found that would have attributed to the errors the customer had observed. The technician found an accumulation of dried blood, a tube stopper, a broken plate in the cover and a short circuit on the pcb board. As a result, the instrument was repaired and upon completion of the evaluation, the service technician had verified that the instrument was operating within normal parameters, as documented in the instrument service report. Investigation conclusion: based on the evaluation of the instrument, the customer's indicated failure mode(s) was observed. Root cause description: the root causes, for the issues found in the instrument, could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd¿ sedi-40 is not keeping results in the memory and will not send them to the laboratory informatics system. The plastic part that holds the tubes is broken. No serious injury or medical intervention was reported.